Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt went through abrupt, severe intrathecal baclofen withdrawal in late 2007 and was hospitalized. Pt symptoms included elevated temperature and severe spasticity. The pt was placed on high dosage oral baclofen. The pump was used to deliver compounded baclofen 2,500 mcg/ml. The pt returned to the clinic in 2008 for eval of the pump. A rotor study was done, and the rotor did not move. A dye study was also done (results not reported ). The hcp reported that there was 'no alarm on'. The pump was replaced a week later and returned to the MFR for analysis. Add'l info had been requested, a follow-up report will be submitted if add'l info becomes available.